Event description:
It was reported that the user experienced difficulty initiating a dexcom g7 continuous glucose monitor (cgm) sensor due to an incorrect pairing code entry, which prevented pairing and warmup until the correct code was entered. No adverse clinical symptoms reported. Outcomes included successful pairing and restoration of glucose readings after user education. User support included customer support troubleshooting and education regarding correct sensor pairing procedures. Investigation of this case revealed use error related to incorrect pairing code entry, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.